Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). It was noted that the physician met friction when the 2.5x15mm apex monorail balloon catheter was crossing the lesion. Once the balloon reached the lesion, it was inflated, but ruptured after 10 seconds at 6atms on the first inflation. The device was successfully removed from the pt and the procedure was completed with a non bsc device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.